Event description:
It was reported that during implant, it was not possible to advance the cs1 or df1 plugs into the implantable cardioverter defibrillator (ICD)  header. The ICD was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary #the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).